Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a sacrospinous ligament fixation and vaginal vault suspension procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, when the physician applied tension to the suture, the suture broke in half. The break was located at the center of the total length, or halfway point, of the suture. Both ends of the broken suture were removed, and nothing was left inside the patient. The suture with the attached dart was outside the patient when the suture broke. The procedure was completed using the original device along with the new suture. There were no patient complications reported as a result of this event.